Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with conformable gore tag thoracic endoprostheses to treat an aneurysm rupture extending from the distal aortic arch to the descending thoracic aorta. A 24-fr gore dryseal sheath with hydrophilic coating (dsl2428j/14120580) was inserted from the left side, and a delivery catheter was advanced through the sheath. The first endoprosthesis was deployed and an intra-procedure angiography revealed a proximal type I endoleak, so that the physician decided to implant another endoprosthesis. When advancing the second delivery catheter, the physician met some difficulty as the delivery catheter was caught on an existing graft in the tortuous descending thoracic aorta and a distal edge of the first endoprosthesis. The physician removed the delivery catheter and the introducer sheath together, but the left external iliac artery (leia) was ruptured. The ruptured portion of the leia was replaced with a surgical graft. A new delivery catheter was prepped, and the second endoprosthesis was deployed successfully. The patient tolerated the procedure.